Manufacturer narrative:
A disposable cutting guide instrument broke during surgery while being removed from the bone. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A disposable cutting guide instrument broke during surgery while being removed from the bone. Surgery was completed successfully.